Event description:
Return reason: the customer reported the catheter did not measure cardiac output. Analysis determined: investigation found that the #1 electrical connector pin is bent 60 degree off vertical and a connection cannot be made. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is the manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.